Manufacturer narrative:
The manufacturer previously received a legal complaint with the country of occurrence as france. Additional information added on 07/10/2024 that the country of occurrence should be united states. In this report the alleged device information has been updated along with the country of occurrence. Box d: suspect medical device information, box e: initial reporter information, box g: report source, box h: manufacture date has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device's sound abatement foam. The reporter alleged of having of nose irritation, respiratory tract irritation, asthma, inflammatory response, lung disease, reduced cardiopulmonary reserve. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.